Manufacturer narrative:
The investigation of the reported failure mode has been completed. Major bleed : the cause of the injury is most likely use related since two perclose were deployed, one angioseal 6 french was deployed and heparin was held to achieve hemostasis. Hypotension : the cause of the clinical symptoms cannot be determined as insufficient clinical details were provided. Device history review: the device passed all the post sterile inspection checks.

Event description:
The complainant had an impella cp pump placed to support a patient admitted in for high-risk percutaneous coronary intervention. While on support, there were multiple hypotensive events. During impella explant, two perclose were deployed with oozing at the site. One angioseal 6 french was deployed in the right femoral artery with good hemostasis achieved. Heparin was held. The device was explanted and the patient survived.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.